Event description:
Caller reported an issue with a continuous glucose monitor displaying an error code. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, successfully resolving the issue, and was able to start their sensor session without further errors.